Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that in august of 2013 he had low blood glucose. Paramedics were called and customer was transported to the hospital. Customer blood glucose reading was 18 mg/dl when paramedics arrived. Customer reported that his insulin pump over delivered, the reservoir was completely empty. Nothing further was reported.